Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check the cs100 displayed an maintenance error code 50. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse observed and was able to reproduce the reported issue. So, in order to fix the issue, the fse opened the unit and reset all connections of the motor control pcb. Also, the fse calibrated the pressure transducer. The fse then checked the unit and found it working fine. The unit was then handed over to the customer in good working condition.